Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. Supplemental report(s) will be submitted when any relevant new information is available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use, including subjected to high-level disinfection and rinsed with sterile water. The test results indicate that the culture sampling results conform to the target level established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Customer provided information of their reprocessing method. Pre-cleaning and cleaning is performed by wiping the sheath. Detergent used is salvanios. Disinfectant used is anioxyde 1000. After reprocessing, the device is stored horizontally in a box. Maintenance of the device is done by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, for all channels of the device unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. The results of the tests for all channels were corresponding to the action level as determined by the french regulation. The result was 1cfu/100 ml, absence of microorganism indicator. The device is out of service until the issue is fixed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of an unknown microorganism was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation and no microorganisms were confirmed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is completed. This supplemental report is being submitted to provide this information. The returned device has been evaluated. There is no damage or malfunction to the device. The device is returned to the customer without any repair. Further evaluation of the event is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.